Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Upon visual inspection, it was noted that the thightrope was pulled and shorter. No visual issues were found with the buttons. Functional testing was performed, and the repair button from the threaded shaft was unscrewed. It worked as required without issues when it was unscrewed. No problem found.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via phone that an ar-2658tr knotless distal clavicle plate button tightrope stylet that screws in the button would not work. The case was completed by opening another ar-2658tr knotless distal clavicle plate button tightrope. The case was only delayed a minute to get the new kit. This was discovered during a distal clavicle fracture with ac joint separation procedure on (B)(6) 2024.